Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware problem within the generator. The 5.1 voltage input of the generator board d601 dropped which led to the system to fail. The affected part was exchanged on site by the local service organization and the error did not reoccur. The system is fully functional and the manufacturer is not considering further actions resulting from this event at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6): (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a trauma case, the generator failed, resulting in a delay in procedure. We are unaware of any impact to the state of health of the patient involved.